Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular (rv) lead failed to capture. It was also noted that the helix of the rv lead failed to extend. The lead was replaced and not used during procedure. There were no patient consequences.